Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient (B)(6). The reported devices loosened between (B)(6) 2015. Additional device product code is hrs. This report is for eighteen (18) titanium sternal locking screws, part number 04.501.114.01, 3.0mm ti sternal lckng screw self-drilling/14mm, lot number unknown. (B)(4) lot number unknown. There was no information regarding how many of these screws loosened and how many loosened then migrated. Other¿(B)(4) lot number unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three synthes sternal plates and 30 screws had loosened. Some of the screw had loosened and some of the screws completely migrated from the bone and were floating loose. The post-operative loosening was discovered the day after the initial implant of the devices on (B)(6) 2015 during a CT scan of the patient. It is unknown how many of each of the two screw part numbers implanted in the patient had loosened or loosened and completely migrated from the bone. The patient had initially been implanted with non-synthes sternal wires on an unknown date following a coronary artery bypass graft (CABG). The patient coughed on an unknown date, causing his sternal wires to pull through. On (B)(6) 2014 the patient underwent sternal reconstruction surgery using the three aforementioned synthes sternal plates and screws. The surgeon placed the three sternal plates on the body of the sternum using standard ao technique to complete the reconstruction. Revision surgery to address the loosened plates and screws was performed on (B)(6) 2015 and all the hardware (three plates and 30 screws) were removed. A robicsek weave (non - synthes) was also performed during this revision. There was no delay in surgery. All of the screws were removed intact. The patient will likely require an additional revision surgery (to be scheduled) to perform a pectus flap over the sternum procedure. This report is for eighteen (18) titanium sternal locking screws. This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.